Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/ abdominal"), abdominal pain ("pelvic/ abdominal"), back pain ("back"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), complication of device removal ("complications during removal surgery"), dysmenorrhoea ("dysmenorrhoea (cramping)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain, back pain, tooth disorder, migraine, nausea, fatigue, complication of device removal, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, complication of device removal, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, perforation and tooth disorder to be related to essure. The reporter commented: coils: right ¿ 3, left - 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) right occlusion only. Lot number: 20208776. Most recent follow-up information incorporated above includes: on 13-nov-2020: mr received. Repórter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/ abdominal"), abdominal pain ("pelvic/ abdominal"), back pain ("back"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), complication of device removal ("complications during removal surgery") and dysmenorrhoea ("dysmenorrhoea (cramping)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, tooth disorder, migraine, nausea, fatigue, complication of device removal and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, complication of device removal, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, perforation and tooth disorder to be related to essure. The reporter commented: coils: right ¿ 3, left - 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) right occlusion only. Lot number: 20208776. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('bleeding'). In an adult female patient who had essure (batch no. 20208776), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/ abdominal"), abdominal pain ("pelvic/abdominal"), back pain ("back"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), complication of device removal ("complications during removal surgery"). And dysmenorrhoea ("dysmenorrhoea (cramping)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, tooth disorder, migraine, nausea, fatigue, complication of device removal and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, complication of device removal, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, perforation and tooth disorder to be related to essure. The reporter commented: coils: right 3, left 3 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2013, essure confirmation test(s) (unspecified): right occlusion only. Lot number#: 20208776. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/ abdominal"), abdominal pain ("pelvic/ abdominal"), back pain ("back"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), complication of device removal ("complications during removal surgery"), dysmenorrhoea ("dysmenorrhoea (cramping)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed and surgery to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain, back pain, tooth disorder, migraine, nausea, fatigue, complication of device removal, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, complication of device removal, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, perforation and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) right occlusion only. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Injury nos replaced with new events. Reporter's information was added. Events pelvic/ abdominal, dysmenorrhea (cramping), back pain, bleeding, migration/perforation,dental problems, migraine, nausea, fatigue. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.